Event description:
A complaint was reported to nmpa online system stating that during ventilator therapy, the patient¿s blood pressure was 82/42, the heart rate was 42 bpm and blood oxygen was 24%. It was noticed that the ventilator was not ventilating and was alarming for low expiratory volumes. The patient was bagged and the ventilator was replaced with another one. The patient¿s blood oxygen rose to 98%. The final patient outcome was no injury. Manufacturer¿s ref. #: (B)(4).

Event description:
Manufacturer's ref: #: (B)(4).

Manufacturer narrative:
The complete logs and the removed pressure transducer were not returned. The investigation therefore is an evaluation of the received information. According to the hospital the ventilator generated the expiratory minute volume low alarm, and it was not ventilating. After the event, the ventilator failed the pressure transducer test during pre-use check. It was determined that the pressure transducer was faulty and it was replaced. The ventilator functioned well after the replacement of the pressure transducer, and it was returned to service. The ventilator¿s logs were not received and neither was the pressure transducer returned for investigation. The hospital uses a third-party company for their repairs. The reported generation of the expiratory minute volume low alarm implies that the patient¿s expired minute volume was lower than the set lower minute volume alarm limit which also may imply that there could have been insufficient ventilation to the patient but it also shows that the ventilator had not stopped working. The expiratory minute volume low alarm itself is not direct alarm that can be caused by a faulty pressure transducer but in this case the faulty pressure transducer could have led to that the delivered pressure was lower than set, resulting in a lower delivered volume to the patient. Without the complete ventilator¿s logs and the removed pressure transducer, the exact cause of the reported expiratory minute volume low alarm has not been determined. The conclusion in the matter is that the reported expiratory minute volume low alarm could have occurred as reported and could imply that there was insufficient ventilation to the patient but the ventilator had not stopped ventilating. The alarm itself is not a direct alarm that can be caused by a faulty pressure transducer, but in this case it may be a result of delivered lower pressure than set of by a faulty pressure transducer. Without the complete ventilator¿s logs and the removed pressure transducer, the cause of the reported expiratory minute volume low alarm has not been determined. H3 other text: facility uses third party for repair.

Event description:
Manufacturer's ref#: (B)(4).